Event description:
The customer's doctor reported that the customer was being treated in the hospital for a blood glucose level of 17 mg/dl. Customer's doctor reported that paramedics had been called several times to respond to low blood glucose levels. Doctor also reported that the customer's insulin pump was not functioning properly. The customer reported that this low blood glucose level was due to her being active. Troubleshooting for low blood glucose levels was declined. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.